Event description:
Boston scientific received information that during a routine follow-up appointment, this right ventricular (rv) lead exhibited impedance measurements less than 200 ohms. As an insulation issue was suspected, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Visual inspection revealed cuts in the insulation, puncture holes and deformed coils just proximal of the yoke, blood/body fluid in the lumens, and the lead body was curled and twisted. It was confirmed this damage was induced. Analysis concluded that the insulation and webbing damage along with the wear in the area from 250-264mm from the terminal was likely due to entrapment in the clavicle/first-rib region.